Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a placement of urinary duct stent procedure. According to the complainant, during preparation, the renal side of the pigtail was broken. The catheter was fully detached (wrenched off) from the shaft near the pigtail. They handled the stent as usual. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catalog/model number: 175-252. Device lot number: 15517444. Device expiration date: september 14, 2015. Device manufactured date: september 28, 2012. A visual analysis of the returned percuflex plus device was performed. The device was received with its original pouch. Following a detailed device analysis, it was observed that the renal pigtail was detached; it was broken between the first shafts' hole and third hole of the renal pigtail. It is possible that during unpacking and preparation, the device was handled improperly, thereby, causing the damage found. Additionally, the damage found is consistent with the one caused by the suture when it is being pulled. Therefore, taking into consideration these factors a definitive root cause or probable root cause will be documented as ¿handling damage¿. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Based on this analysis, this is now deemed non MDR reportable.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a placement of urinary duct stent procedure. According to the complainant, during preparation, the renal side of the pigtail was broken. The catheter was fully detached (wrenched off) from the shaft near the pigtail. They handled the stent as usual. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.